Manufacturer narrative:
Attempts were made to the customer with no response.

Event description:
The user facility reported that one battery pack was corroded. Attempts were made to obtain additional information about the event; no further information was received.